Manufacturer narrative:
Raveendran r., khan d.a, gelatin anaphylaxis during surgery: a rare cause of perioperative anaphylaxis, journal of allergy and clinical immunology practice 2017- vol. 5, no 5; 1466- 1467. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric patient underwent a posterior spinal fusion in which floseal was used. During the surgery, the patient experienced bleeding, and subsequently was transfused with 1 unit of blood (from a relative). Floseal was used for hemostasis. It was reported shortly after the transfusion the patient developed tachycardia, hypotension and was difficult to ventilate. The patient was treated with vasopressors, including epinephrine (no further details). It was reported the patient showed improvement (no further details). Blood tests were performed and the results revealed the patient had elevated immunoglobulin e to bovine and porcine gelatin. It was reported this confirmed a diagnosis of perioperative anaphylaxis to floseal. At the time of this report no further detail was provided regarding additional treatment, interventions for the event or the patient¿s outcome. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.